Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an impedance related issue. The impedance value was not provided. No additional adverse patient effects were reported. This lead is not expected for return.